Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the patient cable was damaged. It was requested that it be tested. The cable was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable was damaged, and the negative pole resistance was more than 5 ohms, it was measured at 35 ohms. (B)(4).